Manufacturer narrative:
Model number/catalog number: sc-8116-70. Serial number: (B)(4). Batch/lot number: 121342. Model/catalog description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation secondary to pain and discomfort due to migration. It was also caused her disc to bulged and difficulty walking. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively.